Manufacturer narrative:
(B)(4). The reported issue was discovered when the user facility's biomedical technician was testing the unit. This unit is not used clinically and has been in storage for a year. Part of the touch screen was responsive but some of the areas could not be calibrated. The customer will not be returning the unit for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) touch screen could not be calibrated. There was no patient involvement.

Manufacturer narrative:
The reported complaint is not verifiable. The unit was not returned for evaluation by the user facility since it is not repairable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.